Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500cc and experienced hair loss, fatigue, low grade fevers, flu like symptoms, rashes (underarm area and left arm), swollen lymph node, ruptured left implant. The patient reported excessive itching on the left arm. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 350cc on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 11/20/19, it was erroneously omitted to report in section h3 device evaluated by manufacturer: not returned to manufacturer manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/14/2019, it was reported to mentor that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. In addition, on 11/19/2019, it was reported to mentor that the patient was dissatisfied with procedure outcome. Patient dissatisfaction with procedure outcome code was added. Manufacturer¿s reference number: (B)(4).